Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). A 38x3.00mm synergy&#10244;rug eluting stent was selected for use and advanced to treat the lesion. However, upon navigating the stent into the artery, the physician noted that the stent struts were raised. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.